Event description:
The customer reported that the system displayed generator error messages during high level fluoroscopy. This error message will shut the system down. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.